Event description:
It was discovered during evaluation that a pump experienced door will not latch messages. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation found when an IV set is loaded the pump to constantly alarm "door not fully latched" caused by a loose upper link screw. The loose screws were tightened and adjusted.